Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery. The customer is sending battery back to philips for analysis. Customer resolution and conclusion: upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. The battery will not be replaced as it is not covered under the warranty. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the battery fails to charge. There was no patient involvement.